Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Unit uploaded properly using carelink. No rewind anomalies or carelink anomalies noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shown an empty reservoir and request to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.